Event description:
It was reported by repair work order that the scale was inaccurate due to the potentiometer losing low height limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the scale was inaccurate due to the potentiometer losing low height limits. Follow-up submitted as the investigation concluded the scale was inaccurate due to the bellows interfering with the cross support.

Event description:
It was reported by repair work order that the scale was inaccurate due to the bellows interfering with the cross support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.